Event description:
It was reported that this right atrial (ra) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms approximately 10 months ago. As a result, a lead safety switch (lss) was triggered which resulted in the ra lead being automatically switched from the bipolar to the unipolar pace and sense configuration. The pace impedance measurements in subsequent stored episodes in the unipolar configuration were also noted to be intermittently greater than 3000 ohms. A pacemaker device check was performed approximately one month ago, and the pace impedance was noted to still be greater than 3000 ohms in both the bipolar and unipolar configurations. Boston scientific technical services (ts) provided guidance that a detailed ra lead evaluation is recommended. The patient was noted to have an intrinsic ra rhythm and notices no symptoms. The boston scientific field representative provided information to the physician to perform a detailed lead check at the next follow-up. It was noted the physician has no plans to perform an unscheduled follow-up check for this issue. The ra lead remains in-service. No adverse patient effects were reported.